Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. Patient and device codes are unable to be select codes at this time. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a dissection using the angioseal device. The following information was provided by the user facility: the procedure was properly performed according to the instructions. However, the angio-seal device that was placed in the common femoral artery could not be removed from the patient. If the device is forcibly removed, the artery may have been damaged. Therefore, a surgical procedure was performed. The front and behind sides of the blood flow of the femoral artery were shut off, and then the angio-seal device was successfully removed from the punctured site. The primary disease of the patient is angina pectoris. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. It was reported that the patient was seriously damaged and not yet recovered and was unstable. Hemostasis was achieved by the surgical procedure. The doctor reported as follows: it was suspected that the physician might have mishandled the device at first. However, when the punctured site was opened by a surgeon, the anchor was found to have been properly attached to the wall of the blood vessel. The extracted device was visually checked. The sheath seemed a little bit bent; this possibly happened by pressure that may have been applied when the device was not removed. However, no other abnormalities were found and it seemed that the procedure was suspended just before the collagen would be released.

Manufacturer narrative:
One 8f angio-seal sts plus device was returned for evaluation. The device was returned in a non-deployed state without the plastic or aluminium pouch with it. There was blood like substance through the body of the device. Some length of the anchor was visible on the returned device as can be seen in the attached pictures. The anchor was attempted to be manually pulled and upon applying extra force the suture broke at the tensioner hub. The device was disassembled and a lot of blood like substances were observed within the cannula of sheath and inside the tensioner hub and frame. The hole in the tensioner frame where the suture broke was measured to be 0.035". This measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the condition of the returned device, the reason of withdrawal difficulty was suture lock up either within the carrier tube or in the tensioner hub due to excessive presence of blood like substances. No foreign materials or dimensional inconsistencies were found upon examination of device subcomponents. The suture was unable to be released upon pulling the anchor and pushing the device into full rear lock position. It is likely that the excessive blood like substances present within the sheath inner diameter and the tensioner hub assembly led to lock up of the suture. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.